Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter : changing needles. Customer claimed that there are many needles who the insulin don't come out - before punching she tried it - also she thinks that his pen was broken, but it was the needle who is defective.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 19-aug-2022. H.6. Investigation summary: eighty sealed 32g x 4mm pen needle samples were returned from lot. No. 1152251, cat. No. 320658. A clog test was carried out on thirty of the returned samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter : changing needles. Customer claimed that there are many needles who the insulin don't come out - before punching she tried it - also she thinks that his pen was broken, but it was the needle who is defective.